Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -07.00/+1.0/055 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to excessive vaulting. The lens was exchanged with a shorter lens and the problem was resolved. The cause of the event was unknown.